Event description:
It was reported that on (B)(6) 2022 after a novasure procedure the physician completed, the ablation and upon removal of the device, the array looked damaged and crumpled. The physician did not enter the cavity to check again and the patient has been reported to be fine. No injury reported.

Manufacturer narrative:
Device was received and tested. Visual inspection was conducted and the array damaged and the crumpled external sheath was confirmed. Functional testing was not necessary to be conducted since the failure can be confirmed by visual inspection. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.